Event description:
The customer reported the generation of erroneous low sodium (na) patient results on their au480 clinical chemistry analyzer. The patient samples were repeated on another analyzer and a difference of four (4) units were observed. The results were not reported out of the laboratory. The customer did not provide patient data or demographic. There was no report of change to treatment, injury, or death associated with this event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot the au480 chemistry analyzer over the phone. The customer repeated the patient sample on another analyzer and obtained results considered correct by the customer. The customer confirmed upon follow-up, that they replaced all ise (ion selective electrodes) which include sodium (na), chloride (cl)and potassium(k) electrodes to resolve the issue. The cause of failure was due to defective na, k, and cl electrodes. The customer replaced all ise na, k, and cl electrodes to resolve the issue. No further issues were noted. The customer was satisfied. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is case (B)(4).